Manufacturer narrative:
(B)(4)

Event description:
It was reported that right ventricular lead exhibited insulation anomaly near the device header. The lead was capped and replaced. The patient's condition was good.